Manufacturer narrative:
Device was used for treatment, not diagnosis. He investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient had dfo, distal femoral osteotomy, a lateral opening wedge osteotomy on (B)(6) 2013. Patient was non weight bearing for 6 weeks, after which time she started partial weight bearing. An x-ray taken shortly after showed broken screws. When we removed the plate yesterday all 5 distal screws had snapped at screw head-shaft interface. The surgeon revised with a vaco, which is an external fixation system and a medial straight plate. The surgeon said he achieved 80 percent of what he wanted in the procedure with regards to correcting her mal-alignment. He was happy with the compression of the medial hinge of the osteotomy. It was further reported that the plate broke 6-10 weeks post operatively after the partial weight bearing began. Currently, the product associated with this event has been returned for investigation and no further information was provided. This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation (B)(4): a third party engineering evaluation was conducted by rms, report (B)(4). The five locking screws were implanted on the (B)(6) 2013, during a corrective distal femur osteotomy with lateral open wedge by means of locking screws and plate. The proximal bone fragment was stabilized with four locking screws and the distal bone fragment with five distally located locking screws. According to the device report the breakage of the five distal locking screws was found on the (B)(6) 2013. The revision surgery was performed on the (B)(6) 2014. Patient was non weight bearing for 6 weeks, partially weight bearing the following weeks. Based on the topography of the fracture surface, it can be concluded that the five distally located locking screws were subjected to high dynamic bending loads. Constantly alternating bending loads during walking led to the fatigue of the material. This then led to a first crack, and finally to the overload respectively to the fatigue fracture of the locking screws. The locking screws could not resist the applied force which finally led to the material overload, fatigue failure. Postoperative activities of the patient and instability of the osteotomy situation may have also played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded and therefore invalid from these two identified standpoints.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. (B)(4). Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. (B)(4). Placeholder.